Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper (lbg) instrument was analyzed and found to have a tear near the end that attaches to the yaw pulley. Visual inspection displayed signs of physical damage and the wires were exposed. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument released energy normally and no arcing was observed. Review of the provided image was consistent with the alleged complaint: the insulation of the conductor wire was damaged, and the internal wire was exposed.

Event description:
It was reported that during central processing, the insulation of the long bipolar grasper (lbg) conductor wire was damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the reported issue of the damaged conductor wire of the long bipolar grasper instrument was identified during central processing. When the instrument was used in the last procedure, the instrument was inspected prior to use with no issue identified. The instrument did not collide with another other instrument or tool. There was no arcing during the last procedure. There was no patient injury. The instrument was used in the last procedure without any problem and the procedure was completed robotically.